Event description:
It was report that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was found to be in backup mode. The ICD was successfully restored back to normal settings. The patient condition was stable before, during, and after.